Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin delivery was suspended due to sensor glucose vs blood glucose difference. The customer¿s blood glucose was 80 mg/dl and the sensor glucose was 40 mg/dl. Customer actual blood glucose level was 80 mg/dl and 110 mg/dl and sensor reading was 40 mg/dl and 50 mg/dl. The sensor will not be returned for analysis.